Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and low vault was noted the next day. The lens was explanted and exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). New incision. Device code: (B)(4) lens explanted. Vaulting. Method: work order search. Results: a lens work order search was performed and three (3) similar complaints were found within the work order. (B)(4).